Event description:
It was reported that pt complains of hip pain in left hip joint. The pain has increased in the last few months. She has received cortisone shots and would like to know if her implants have been subject to recall. She will fax her implant sheet.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.